Manufacturer narrative:
A customer in the united states notified biomérieux of a abnormal high pct result on section a associated with the minividas® instrument. An investigation was performed. On 03oct2017, a biomérieux field service engineer (fse) went to the customer site to resolve the problem. The fse found that the cause of the abnormal high pct results and qcv issue, was due to a bad position of the tower during analysis. The fse adjusted the tower sensor to fix the issue and then qualified the instrument with two qcv tests the same day. Biomérieux had requested that the customer perfrom a retrospective analysis between the last good qcv (september 2017, 26th) and the qualification of instrument by the fse on 03oct2017. The customer reviewed all the minividas printouts of samples that were originally run during this time. For the samples which had already been discarded, the customer checked the patient's charts to see if the results reported fit with the clinical picture of the patient (previous/subsequent lab work, documented diagnoses, doctor/nursing notes, etc.). The customer found no discrepancies with these samples. For the samples that the customer performed repeat testing, three procalcitonin results were found, that were originally reported as positive on section a, but were negative on repeat testing. The customer then verified that there was no impact to the patient treatment based on these results.

Event description:
A customer in the united states notified biomérieux of a discrepancy associated with the minividas® instrument. The sample was run once on the minividas® and the result was 8.5. The customer stated that they performed a results comparison with the abbott pct system so when they got the results from the abbott pct system for that same sample and the results were so far off, they repeated the sample on the minividas® and got a 0.37 result. They repeated the testing a third time on minividas® and got a 0.42 result. The customer stated that the two subsequent repeats were within two (2) hours of the first 8.5 result and the lithium heparin tube sat at room temperature during those two (2) hours. The customer reported that the three samples were likely run on minividas® were all pulled from the same tube. Further evaluation of the instrument showed that tv1 value for positions a3, a4 and a6 is lower than the tv1 value on the outside of the kit. Tv1 value on the outside of the kit is 5.3. Tv 1 value for these three positions is: (B)(6). This discrepancy led to a delay in reporting results to the physician. The customer reran pct samples after correcting the issue with the instrument and the correct result was obtained. However, while rerunning the pct samples another issue came up with one sample of varicella. Minividas® reported the sample as negative but the actual result was positive. The patient associated with the varicella test had not been vaccinated based on the negative result. There is no impact to the patient due to the discrepant results. An internal biomérieux investigation will be initiated.